Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The investigation reviewed the last calibration performed on 26-feb-2024 and the results were within specifications. The investigation reviewed the qc data. The qc was out of range (2 standard deviations - sd) for both levels on 04-mar-2024 but was overall within 2 sd on the other dates including the date of event. The investigation reviewed the instrument information and abnormal module temperature and qc results out of range alarms were noted on the date of event. The field service engineer (fse) inspected the analyzer and determined the event was caused by instrument contamination and intermittently overflowing cuvettes. He then decontaminated the instrument with 10% bleach; replaced the degasser, solenoid valve (sv) assembly, and solenoid valve; and adjusted rinse mechanism dispense levels. He performed mechanism checks, rinse mechanism dispense levels, and a 21-cup assay precision test with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The serial number of the customer's cobas c 303 analytical unit - (B)(6). . The investigation is ongoing.

Event description:
The initial reporter received a questionable calcium gen.2 (ca2) result from one patient sample tested on the cobas c 303 analytical unit - emc. The initial result was not reported outside of the laboratory. The reporter questioned the result prompting the rerun of the patient sample. The initial result was 5.88 mg/dl. The repeat result was 9.55 mg/dl. The repeat result was deemed correct.